Event description:
Side of bladder was found to be charred, followed area up to tip of davinci monopolar cautery hook. Tip of hook was black and charred, sides of instruments melted, inside bladder wall tissue black and charred. Instrument taken out of patient and replaced.